Event description:
It was reported by the patient that an external pulse generator (epg) was used to avoid low heart rate during tumor excision surgery. The epg experienced battery depletion during using. Follow-up attempts for additional information regarding the battery depletion were unsuccessful. After the surgery, the epg was removed and the patient had no complications afterwards.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).